Event description:
A mandatory medwatch report was received from the user facility that state, "pt admitted for delivery of infant. Epidural catheter inserted in "lrdr", upon removal, black tip of catheter was noted, tip sheared. Additional info received from the customer per phone conversation indicated that an expectant pt had the epidural catheter inserted for labor pain control during childbirth. The delivery was uneventful and there was no problem experienced by the infant. The pt was subsequently discharged home after delivery with no reported complaints. An MRI of the spine was later performed (date and results not known to the report source) to determine the location of the catheter tip. It was reported that the pt would like the retained pice of the catheter to be removed surgically. The pt is "currently followed up by an anesthesiologist at the pain clinic and was reported to have no pain or sensation problems". The pt did not experience any adverse sequelae. The pt has reportedly sought a neuro-surgical consult for eval and was to be scheduled for surgical removal of the catheter piece. Additional info was requested, but was not available.